Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the skin. The infusion sets were falling off from her daughter's body. The caller alleged the infusion sets from a particular lot were defective. The caller alleged she has (B)(6) boxes with the same lot/expiry date that all have this issue. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.